Event description:
Customer reportedly received results of 400 mg/dl and 110 mg/dl within 10 minutes on the advantage system while using comfort curve test strips. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer has discarded the system; replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.